Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure using an xi system, a nurse reported repeated c-71 and 2-71 errors on the vio erbe unit. The issue was reported to dvstat after completing the procedure. The surgeon completed the procedure using monopolar energy only. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed multiple errors on the erbe unit, but troubleshooting could not be performed. The caller stated that the next case was scheduled for the following morning and was uncertain about the availability of a force triad generator and cable. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and the (c-71) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.